Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine fitting, in situ measurements showed affected channels. The parents did not realize that the user could not hear on the left side (bilateral patient).

Event description:
During a routine fitting, in situ measurements showed affected channels. Before this, the user benefitted from the device. The parents did not report any specific incident of trauma. No swelling or inflammation above the implant housing was noted. There have been no recent changes to the user's health or medication. Re- implantation performed on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
During a routine fitting, in situ measurements showed affected channels for the left side device. The parents did not realize that the user could not hear on the left side device since the recipient is bilateral implanted. Previous to this, the user benefitted from the device. The parents did not report any specific incident of trauma. No swelling or inflammation above the implant housing was noted. There have been no recent changes to the user's health or medication. Re- implantation is under consideration.